Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced an elevated blood glucose level of 352 mg/dl. The customer delivered a correction bolus via the pump. The customer believed that the suspected cause was pump related. As the issue occurred in the past, troubleshooting was unable to be performed. Additionally, it was reported that a malfunction alarm occurred. The customer's blood glucose level was 202 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Reportedly, the customer has manual injections available as alternate insulin therapy.